Manufacturer narrative:
Testing and investigation found that the device door roller was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events, delays in critical therapies, or necessity for medical interventions while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No additional information was provided.